Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low glucose reading issue with the abbott diabetes care (adc) device. The customer received unspecified readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was contacted successfully, and there was no report of third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre products continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre products was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Reference report: mw5181312. All pertinent information available to abbott diabetes care has been submitted.